Event description:
Report 3 of 3. The customer contact reported that during testing at the user facility, the device delivered more than intended. At an unspecified time, the device was programmed to deliver an unspecified concentration of saline solution at a rate of 200ml/hr, a vtbi (volume to be infused) of 100ml, for a duration of 30 minutes, and the delivery was started. No further programming parameters were provided. It was reported that 10 minutes later, the entire medication container was empty. There were no reports of any adverse pt events while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
The device was received at the service center on (B)(4) 2014. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.